Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 he suffered a hypoglycemic episode and had a seizure just after 11:00 p.m. Due to an inaccuracy on his cgm, which prior to the seizure indicated 160 mg/dl. The patient¿s wife called the paramedics on (B)(6) 2013. The paramedics tested the patient¿s blood and the reading indicated ¿low;¿ however, the exact blood glucose value was unknown. The paramedics treated the patient with a glucose IV. The patient was not taken to the hospital. At the time of the call to dexcom technical support, the patient reported feeling sore.